Manufacturer narrative:
A direct relationship between the reported event and the device could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the percutaneous lead (driveline) site had always been a little reddened with small amounts of serosanguinous drainage. The driveline drainage continued. The driveline was sutured after it was found to be pulled out of the exit site about 5 inches and was sutured. The driveline had been pulled out when the patient dropped the system controller. Cultures taken of the driveline site were negative on (B)(6) 2017 and (B)(6) 2017. No additional information was provided.